Event description:
Allegedly, doctor was performing a turp when the felt the electrode dragging; he removed the electrode and noted that the loop on the electrode had broken off and fell into the pt. The loop was retrieved and the procedure completed. There was no injury to the pt; pt condition post-op was good.

Manufacturer narrative:
The loop is missing on the electrode; no signs of arcing. Possible mechanical damage.